Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6). Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported events of backup battery fault alarms were confirmed via a review of the log file. The system controller was returned for analysis and a log file was downloaded for review. A review of the log file showed events spanning approximately 11 days ((B)(6)12021 per timestamp). Events captured on (B)(6) 2021 too place in the testing labs at abbott. Backup battery fault alarms were active and coincident with load test failure. The backup battery fault alarms were active on (B)(6) 2021 from 19:22:46 ¿ (B)(6) 2021 at 20:52:24 and on (B)(6) 2021 from 00:09:44 ¿ 13:48:18. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported backup battery fault alarm was not able to be reproduced during testing. Additional provided information stated that exchanging the system controller resolved the alarms. The root cause for the reported event was unable to be conclusively determined through this investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm and the backup battery was exchanged for a new one. On (B)(6) 2021 another backup battery fault occurred. A controller exchange was performed on (B)(6) 2021 and the alarms resolved.